Event description:
Patient is a 40 year old female who underwent procedure with acessa (lap rfa(laparoscopic radiofrequency ablation) for treatment of uterine fibroids. Per patient she returned to provider who did the procedure at one week post procedure with intermittent fevers and was placed on oral abx(antibiotics). She presented emergently to a different hospital system post procedure day 11. Found to be septic with multiple pelvic abscesses. She was taken emergently to operating room where a hysterectomy and sigmoid colectomy were performed. She was left with an end colostomy.